Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the device had a broken handle with a loose knob. 2 very small pieces of plastic were returned separately, disengaged from the handle. A functional evaluation found that the device articulated properly, but with difficulty because the knob was loose. The device fanned properly and without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. Replication of broken handle may occur when the device is exposed to an excessive or improper force. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to esophagus during a thoracoscopy, it was reported that there was a fr agment like white plastic piece in 1mm fell inside the patient's chest cavity, and it was retrieved. The device did not lock on tissue and it was removed from the tissue without damaging it. There was no patient injury.